Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, anti-tachycardia pacing (atp) was delivered for ventricular tachycardia (vt) but it did not successfully terminate the vt. Thus, the device successfully delivered the shock and terminated the vt. The patient was asymptomatic and did not experience any adverse consequences. The patient's medication was changed to resolve the issue.